Event description:
It was reported that a pump intermittently alarms for a system error 322. The alarm prompts the user to power the pump off, and then back on. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question, however, a system error 322 could not be reproduced. Review of the device history log shows that the pump alarmed for system error 322 multiple times.